Event description:
Related manufacturer report number: 2017865-2022-17458. It was reported during in clinic follow up that the right ventricular lead exhibited a low pacing impedance, failure to capture, and loss of sensing. Insulation breach was suspected, but not confirmed. The lead was capped on (B)(6) 2022. When the intended replacement lead was positioned, it exhibited no sensing. Attempts to reposition the lead resulted in dislodgement due to clogged helix. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement, low pacing lead impedance and failure to sense. As received, a complete lead was returned in one piece. Visual examination found the helix was extended and clogged with blood/tissue. The full helix extension length was measured within specifications. The reported events of low pacing lead impedance and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction- previous device evaluation erroneously listed 'low impedance' as a reported event. The evaluation summary has now been updated to reflect the correct events: the reported events were lead dislodgement and failure to sense. As received, a complete lead was returned in one piece. Visual examination found the helix was extended and clogged with blood/tissue. The full helix extension length was measured within specifications. The reported event of failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.